Event description:
On (B)(6) 2025. The patient underwent endovascular procedure using a gore® excluder® conformable aaa endoprosthesis to treat an abdominal aortic aneurysm (no iliac involvement). It was a primary procedure for endovascular treatment. The gore® dryseal flex introducer sheath (unknown) was used for access. The patient tolerated the procedure. On (B)(6) 2025 a right pseudoaneurysm was noted and the pressure dressing, repeat uss scan were done. Additionally, dus+bruise, tender lump, firm 2.5cm. Very small patent pseudoaneurysm in the right groin arising from anterior surface of the common femoral artery. The event is ongoing (not recovered / not resolved). According to the study data, it was related to the treatment/procedure. The physician is monitoring the patient.

Manufacturer narrative:
Code c 20: a review of the manufacturing records for the device could not be conducted because the device lot/serial number remains unknown. Additional information was requested and will be provided. Code f28 was used to cover that the adverse event is noted to be ongoing. The physician is monitoring the patient. Code a26- additional information was requested and will be provided. Code a27 - according to the study data, it was related to the treatment/procedure. The physician is monitoring the patient. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025. The patient underwent endovascular procedure using a gore® excluder® conformable aaa endoprosthesis to treat an abdominal aortic aneurysm (no iliac involvement). It was a primary procedure for endovascular treatment. The gore® dryseal flex introducer sheath (unknown) was used for access. The patient tolerated the procedure. On (B)(6) 2025 a right pseudoaneurysm was noted and the pressure dressing, repeat uss scan were done. Additionally, dus+bruise, tender lump, firm 2.5 cm. Very small patent pseudoaneurysm in the right groin arising from anterior surface of the common femoral artery. The event is ongoing (not recovered/not resolved). According to the study data, it was related to the treatment/procedure. The physician was monitoring the patient. On (B)(6) 2025, a controlled ultrasound showed that the common femoral artery (cfa), superficial femoral artery (sfa) origin and profunda femoris artery (pfa) origin are patent. There is no patent pseudoaneurysm. There is a bi-lobed hematoma (occluded pseudoaneurysm) in the right groin measuring 9 x 7 mm and 10 x 12 mm. The patient is still in patient for cardiac on-going issues. Discharged by vascular services.

Manufacturer narrative:
Code c 20: a review of the manufacturing records for the device could not be conducted because the device lot/serial number remains unknown. Additional information was requested, however, was not available. Per site: "the dryseal flex introducer sheath was used but lot/serial number was not collected. The standard of care in our local hospital require to keep records only for the implanted devices not the accessories." B5: event description was updated. Code f28 was used to cover that the adverse event is noted to be ongoing. The physician is monitoring the patient. Code a27: according to the study data, it was related to the treatment/procedure. The physician is monitoring the patient.